Event description:
A malfunction alarm was reported with the customer's insulin pump, displaying a malf 0 code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use a backup therapy of multiple daily injections while waiting for a replacement pump, which was sent by technical support.